Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pediatric patient underwent a scoliosis procedure on approximately (B)(6) 2015 and topical skin adhesive was used. The patient developed a skin rash along the incision 3-4 weeks post op, after the adhesive was removed. Topical ointment was applied when the rash was first discovered. No additional information was provided.